Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling palpitations, like "being electrocuted", every night, feeling anxious, and that "one of the wires came loose" and would need repositioning. The patient also noted being told that the experienced feeling was due to capture management, and that it was reprogrammed to off. It was further reported that the right ventricular lead had high threshold and diminished sensing. The lead was explanted and replaced. It was further reported that the patient had palpitations and pressure like someone taking a hammer to their chest. There was also a thumping sensation and diaphragmatic stimulation. The pacing mode was changed to vvi and the right atrial lead is still in use. No further patient complications have been reported as a result of this event.